Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pain in my left lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d def") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy with ovaries taken out in 2016). Essure was removed in 2016. At the time of the report, the abdominal pain lower, vitamin d deficiency and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, fibromyalgia and vitamin d deficiency to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: vitamin d deficiency, abdominal pain lower, fibromyalgia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pain in my left lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d def") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy with ovaries taken out in 2016). Essure was removed in 2016. At the time of the report, the abdominal pain lower, vitamin d deficiency and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, fibromyalgia and vitamin d deficiency to be related to essure. The reporter commented: surgery march 16. Concerning the injuries were reported in this case, the following ones were described via social media: vitamin d deficiency, abdominal pain lower, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pain in my left lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d def") and fibromyalgia ("fibromyalgia") and underwent urinary bladder suspension ("bladder sling"). The patient was treated with surgery (hysterectomy with ovaries taken out in 2016). Essure was removed in 2016. At the time of the report, the abdominal pain lower, vitamin d deficiency and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, fibromyalgia, urinary bladder suspension and vitamin d deficiency to be related to essure. The reporter commented: surgery (B)(6)16 . Concerning the injuries were reported in this case, the following ones were described via social media: vitamin d deficiency, abdominal pain lower, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event bladder sling was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.